Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported negative controls reactive on the sars-cov-2 assay. The tas (technical application specialist) analyzed the results logs. There were two negative controls reactive during the last few days. Tas advised the customer to perform decontamination procedures. The first negative control reactive was on april 28, 2022, and the second was on may 2, 2022. In between the two reactive negative controls, there was a valid qc. There were suspect false positive samples on the run with valid qc in between the two reactive negative controls. False positive results were reported outside of the laboratory, but there was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in south africa using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. Sample ids (sids) were not provided. The amplification curves of the reactive negative controls and all sids between 04/28/2022 and 05/02/2022 were reviewed and do not appear abnormal. Environmental monitoring identified that contamination was present on the system at the time the discrepant results were reported. The review of the customer data demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-090) lot 526709 was not performing as expected due to the reactive negative controls. However, environmental monitoring identified that contamination was present on the system at the time the discrepant results were reported. No abnormal amplification curves were identified for the reactive negative controls or the sids ran on 05/02/2022 and 04/28/2022. A product deficiency was not identified by this evaluation. Customer file review: review of the customer files attached to the complaint ticket was performed. One file contained contamination report. The local field service engineer (fse) attended to the site; open rvs were reported inside adu 4. Instrument environmental swabs (em) showed presence of contamination in the platform. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 526709 (and its components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 526709 and their components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 526709. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 526709. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 526709 was not identified.